Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the ear canal (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.